Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received sensor errors and weak signal alerts. Blood glucose level at the time of the incident was 400 mg/dl. The customer was advised as to the proper sensor insertion and usage techniques. The sensor was not replaced or returned for analysis.